Event description:
It was reported via legal documentation that the patient was implanted with a novation gxl device on the right hip and then approximately 5 years later the patient was revised. It is stated the patient has suffered the following injuries and complications: pain, stiffness, discomfort, and weakness which in turn negatively affected plaintiff's mobility. There was no other patient/medical information provided. No x-rays or images were provided. There is no device return. There is no other information available.

Manufacturer narrative:
H11. Pending investigation. There is no other information provided.

Manufacturer narrative:
H6: corrected the following: type of investigation, investigation findings, investigation conclusions. The most likely cause for the reported revision due to prosthesis wear is a combination of the risk factors specified in hhe2020-09-11-02. However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.